Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device¿s touch screen was found cracked, with the user believing the damage occurred while the device was in a pocket during sleep; the screen intermittently unlocked and the user could not announce meals, and the device was subsequently synced and taken out of service with plans for return. Symptoms included difficulty performing meal announcements and intermittent inability to operate the touchscreen, without injury. Outcomes included interruption of normal device use and transition to backup therapy. Investigation included customer interview, device history and usage review, and arrangements for return and evaluation. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with external mechanical stress, resulting in impaired user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.